Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that "patient complaints about pain binoculair while looking up close to a computer, phone or ipad (only devices that are giving light). Patient does not have any refractive error and also all the other parameters are fine." Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.